Event description:
Procedure type: lavh. According to the reporter: the device was being used with a polysorb suture load to close the vaginal cuff. During the closure, the needle on the device broke in half. A portion of the needle was recovered, but they were unable to find the entire needle.

Manufacturer narrative:
(B)(4).